Event description:
The reported ¿high impedance and detachment of header¿ allegations were confirmed during the analysis. The pulse generator header was totally detached. Analysis in the lab concluded that the detachment of the generator header most likely occurred during the implant period around the (B)(6) 2016 time frame due to high impedance that was observed and the condition of the header and can in the detachment areas. The cause of the header detachment could not be determined. After a window was cut in the can and test wires were connected from device¿s output to the final test fixture, the device met the functional specifications and analysis in the lab concluded normal performance of the pulse generator. A review of device history records for the generator shows that no unresolved non-conformances were found. Additional relevant information regarding the cause of header detachment has not been received to date.

Event description:
The explanted generator has been received. Analysis is underway but has not been completed.

Event description:
Patient underwent generator revision surgery. During the surgery, upon opening the chest pocket, it was observed that the generator and its header to which the lead pin is connected had completely become separated. The generator was disconnected from the wire port (header) and wires. Instead of a full revision, the lead pin was removed from the old generator, cleaned and inserted into the new generator. The impedance was within normal limits with the old lead connected to new generator. As a result, the lead was not replaced and only the generator was replaced. The explanted generator has not been received to date.

Event description:
High impedance was observed on diagnostic test results when performed for patient's device on (B)(6) 2016. The patient was last seen (B)(6) 2016 but it was unknown if diagnostics were done at that time. The physician has ordered for x-rays but no known surgical interventions have occurred to date.

Manufacturer narrative:
Product analysis concluded that the header detachment most likely occurred during the explant. Supplemental MDR #3 incorrectly reported that the detachment most likely occurred during the implant period.

Event description:
Review of the visual analysis indicates that the detachment of the generator header most likely occurred during the explant and not during implant period. ¿as received¿ visual observations showed that the header was totally detached from the pulse generator case, which is not typical during an explant procedure. There was adequate adhesive on the pulse generator can and header. Visual examinations identified tool marks/scratches on the header and can in the detachment areas. There were no dried body fluid or corrosion in the header detachment areas. If the detachment occurred while device was implanted, remnants of dried body fluids under both the header and on the adhesive which is attached to the can would be expected. Therefore, visual analysis in the lab concluded that the header detachment most likely occurred during the explant.